Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis; however, the balloon ruptured so it was not used. There was no reported patient injury. The deployer is mynx certified. The product was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was prepped according to instructions for use (IFU). There were no anomalies noted on the device after removal from package and prior to use. There was no difficulty noted during prep. There was no resistance/friction as the device was advanced through the 6f non-cordis sheath. There was no resistance while shuttling down and excessive was not used. The syringe provided was used to inflate the balloon and was filled with 3ml of saline. The stopcock was locked after inflation of the balloon. Unusual force was not used or applied when retracting the sheath. There was no scar tissue noted to be in the vicinity of the puncture site; however, there was presence of pvd/calcium. Fingertip compression was maintained on the skin during the removal of the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis; however, the balloon ruptured so it was not used. There was no reported patient injury. The deployer was mynx certified. The product was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was prepped according to instructions for use (IFU). There were no anomalies noted on the device after removal from package and prior to use. There was no difficulty noted during prep. There was no resistance/friction as the device was advanced through the 6f non-cordis sheath. There was no resistance while shuttling down and excessive force was not used. The syringe provided was used to inflate the balloon and was filled with 3ml of saline. The stopcock was locked after inflation of the balloon. Unusual force was not used or applied when retracting the sheath. There was no scar tissue noted to be in the vicinity of the puncture site; however, there was presence of pvd/calcium. Fingertip compression was maintained on the skin during the removal of the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, with exposure to blood. The procedural sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck was revealed. A product history review of lot f2110401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determinedneither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2110401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis; however, the balloon ruptured so it was not used. There was no reported patient injury. The deployer is mynx certified. The product was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was prepped according to instructions for use (IFU). There were no anomalies noted on the device after removal from package and prior to use. There was no difficulty noted during prep. There was no resistance/friction as the device was advanced through the 6f non-cordis sheath. There was no resistance while shuttling down and excessive was not used. The syringe provided was used to inflate the balloon and was filled with 3ml of saline. The stopcock was locked after inflation of the balloon. Unusual force was not used or applied when retracting the sheath. There was no scar tissue noted to be in the vicinity of the puncture site; however, there was presence of pvd/calcium. Fingertip compression was maintained on the skin during the removal of the device. The device will be returned for evaluation.